Event description:
It was reported that part of the bd intima ii¿ IV catheter prn adapter's indwelling needle did not have a tip. The following information was provided by the initial reporter, translated from (B)(6): "the nurse found that the needle of the closed venous indwelling needle did not have a tip when she administered fluids to the patient adr# (B)(6)."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that part of the bd intima ii¿ IV catheter prn adapter's indwelling needle did not have a tip. The following information was provided by the initial reporter, translated from chinese: "the nurse found that the needle of the closed venous indwelling needle did not have a tip when she administered fluids to the patient adr# (B)(6)".